Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device shut down after partial boot sequence. Complainant indicated that there was no patient involvement in the reported malfunction. Complainant indicated that subsequent testing by a third party service company was not able to duplicated the reported malfunction.